Event description:
It was reported that the user felt tingly and her entire body turned red while using the product, which she reported as a "burn."

Manufacturer narrative:
It was reported that the user felt tingly and her entire body turned red while using the product, which she reported as a "burn." She suspected some type of electrical leakage had affected her entire body. We performed a number of tests on the unit and found that it operated within parameters in every instance. We found no evidence of current leakage, no exposure to excessive heat, no damage to any component and no defect in the performance of the unit. Discussion with the user indicated that she had gone to the emergency room during the incident, and had been treated with benadryl and ativan - but nothing that would have commonly been used to treat burns. We concluded that this was an unusual event, and in all likelihood was not attributable to our product.